Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that lead integrity alert (lia) was triggered and there was a patient alert for lead noise on the right ventricular (rv) lead. It was noted both the short interval counts (sic) and non-sustained ventricular tachycardia (nsvt) increased. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert. On (B)(6) 2015, vt-ns episode with evidence of rv lead noise oversensing. Rv lead integrity warning occurred on (B)(6)2015 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate nst episodes.